Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 153 mg/dl, 260 mg/dl,270 mg/dl. At the time of the incident and blood glucose was 174 mg/dl at the time of call. The customer also reported blood glucose of 53 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with a drink. Customer will not return product for analysis.